Event description:
It was reported that the customer's insulin pump has shut off at least three times during boluses. The caller stated that they programmed 0.5 units of insulin, but the device shut off at 0.075, and no alarm was registered in the alarm history. Reviewed the bolus history and it was incorrect. Instructed the caller to disconnect at the quick release and to program a bolus, the delivery was fine. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a faulty force sensor resistor. Unable to confirm unexpected bolus shutoff or bolus history anomalies due to the prime anomaly. The device passed the basic occlusion and displacement tests. Cracks to the case, reservoir tube lip, battery tube threads, and a scratched display window noted during visual inspection.